Manufacturer narrative:
Inspected one opened/used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the customer had high blood glucose of 430 mg/dl and current blood glucose was 121 mg/dl. Customer treated high blood glucose with the insulin pump. The blood glucose was pretty high like 430 mg/dl then it was 307 mg/dl and during call the customer checked blood glucose again and it was 159 mg/dl. Customer also mentioned she had a low blood glucose the other day, offered troubleshooting for low blood glucose and caller declined. The blood glucose day before yesterday was 44 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer declined troubleshooting for the high blood glucose and bent cannula. Customer also reported that, the insulin pump keeps coming up with sensor glucose not available. Customer removed the sensor and shows that the cannula is bent. Customer did not receive a change sensor alert after a calibration not accepted. Customer advised to monitor the pump and to call back if further assistance is needed. The sensor was returned for analysis.